Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call they received failed battery alarm. The customer's blood glucose level was 110 mg/dl at the time of incident. Troubleshooting was performed and failed battery alarm reoccurred. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.